Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the duodenovideoscope had residual liquid in the distal end and foreign material inside the light guide lens and on the forceps elevator. There was no patient involvement.